Manufacturer narrative:
1. Overview: the quality department (pms) received a complaint involving a motiva® device. Further details are provided in the cq ¿details¿ section. 2. General conclusion: ¿ device involvement: a causal relationship between the reported event and the device has not been established. ¿ event characterization: the event was a not confirmed 3. Clinical confirmation: upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported case was not confirmed. Root cause analysis: dehiscence is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of dehiscence is recognized as multifactorial, with potential contributing elements including postoperative patient-specific biological responses, and surgical technique. Given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to a defect in the device or its production. 4. Dfu and labeling evaluation: the event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: surgical wound dehiscence ¿ surgical wound dehiscence (swd) is the separation of the margins of a closed surgical incision that has been made in the skin with or without exposure or protrusion of underlying tissue, organs or implants. Separation may occur at single or multiple regions, involve the incision's full length, and affect one or more tissue layers. A dehisced incision may or may not display clinical signs and symptoms of infection the dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Literature reference: dehiscence: wound dehiscence and exposure of silicone breast implants usually leads to infection and extrusion. According to the literature, implant extrusion rates are not higher than 2% (1) and removal of the implant is recommended. (2) improper surgical technique, drainage through the incision or wound infection may leave a weakness resulting in wound dehiscence. (3) 1 cholnoky t. Augmentation mammaplasty. Survey of complications in 10,941 patients by 265 surgeons. Plast reconstr surg 1970; 45:573¿578. 2 lucian fodor; yitzchak ramon; yehuda ullmann; liron eldor; isaac peled. 2003. Fate of exposed breast implants in augmentation mammoplasty. Annals of plastic surgery. 50(5):447-449, may 2003. Doi: 10.1097/01.sap.0000044251.40733.2b. 3 c. Iwuagwu and j. D. Frame*. Silicone breast implants: complications. Department of plastic and reconstructive surgery, frenchay hospital, bristol, and *northeast thames regional (B)(6). 4 baker jl jr. Augmentation mammaplasty. In: peck gc, baket em, et al, eds. Complications and problems in aesthetic plastic surgery. New york: gower medical publishing; 1992:9¿13 5. Device history record (DHR) review device history review was not possible due to the lot number being unobtainable. 6. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: ¿ no adverse or unexpected trends related to device rupture have been identified. ¿ no further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.

Event description:
Turkey. Literature case - in the literature review ¿fat graft replacement for reducing implant size may decrease radiotherapy-related complications in prepectoral expander-to-implant breast reconstruction¿, one patient experienced wound dehiscence after a reconstruction process involving the use of ergonomix round. This patient necessitated coverage with a latissimus dorsi flap, which resulted in stable wound closure without further complications. No additional information is available.

Manufacturer narrative:
The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: surgical wound dehiscence ¿ surgical wound dehiscence (swd) is the separation of the margins of a closed surgical incision that has been made in the skin with or without exposure or protrusion of underlying tissue, organs or implants. Separation may occur at single or multiple regions, involve the incision's full length, and affect one or more tissue layers. A dehisced incision may or may not display clinical signs and symptoms of infection. Device history review was not possible due to the lot number being unobtainable.